Event description:
According to the reporter, after an esophageal procedure, the physician noticed that the recorded study had high ph values and blue lines throughout. Due to the alleged malfunction, a repeat procedure was performed on a different date. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: since bravo delivery device system is not available for investigation the following investigation is based on accuview graph ( bravo procedure graph), DHR review, legacy formal CAPA investigation, product risk assessment and product IFU. The total duration of study is 47:45 hours which indicates performance of a full study (48 hours) and proper function of the bravo recorder. At the beginning of the study there was a progressive increase in the bravo ph capsule signal above 8ph if the ph is above 8 this causes the appearance of blue lines on the accuview graph due to out of range reading values. Bravo capsule ph high (above 8) values appear repetitively throughout the study. After reviewing the above investigation the most probable root cause is the dry out of reference gel. If information is provided in the future, a supplemental report will be issued.